Event description:
During the incoming inspection of the device, the zoll technician observed that the device's external paddle control switches were not functioning. The complainant indicated that there was no pt involvement in the reported malfunction.